Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had a cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Insulin pump had moisture damage on lcd board.

Event description:
It was reported that the insulin pump got wet and the keypad was unresponsive. The customer's blood glucose was 201 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.